Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 253 mg/dl and a manual injection was administered to address the bg levels. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusions.